Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - 4581 appropriate term/code not available for e1722 subcutaneous nodule.

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.